Event description:
The customer reported that the screen would blank out when pressing the sync button.

Manufacturer narrative:
The customer reported that the screen would blank out when pressing the sync button. The device was evaluated at philips, and the symptom was verified. Replacing the energy select switch resolved the issue.